Event description:
When the device is being removed from the pt, it is making minor incisions on the pt.

Manufacturer narrative:
Device was received in clean and in good working condition. Trigger was in the 1st firing position. Observed that both the inner and outer distal ends of the tubes are heavily nicked and appear rough. No burrs were observed on the outside diameters of either tubes. Tongs show no nicks or burrs. Tongs will need to be realigned. Bands were loaded onto the device and fired one at a time as designed. Per the instructions for use manual (IFU) which accompany each device, instruments should be carefully inspected before any procedure to check for proper alignment or the presence of damage, as patient injury can occur.